Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The returned complaint device was returned open/used. Inspection of the connector junctions, revealed no separation. The connectors appeared to be in-tact with no visual indication of damage. The tubing was clear with no visual kinks, bends, or distress. The entirety of the cuff appeared to be intact with no obvious signs of rips, tears, pilling, fraying, or lacerations. Functional testing was performed, no leaks were detected. The results of the visual and functional inspection determined that the reported event was not confirmed. A review of the DHR could not be performed as the lot number was not reported. Our procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The most likely root cause is user expectation. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device did not seal fully during ankle case. No information was provided regarding patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device did not seal fully during ankle case. No information was provided regarding patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.